Manufacturer narrative:
There is no information regarding the date the incident occurred. The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. (B)(4). Other: (B)(4); submitted to (B)(6) by the facility. The device is not expected to be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a pinnacle mesh was implanted during a pelvic floor repair procedure on an unknown date. According to the complainant, after the procedure, the patient complained of chronic pain and multiple mesh exposures. Reportedly, the patient underwent vaginal mesh removal on (B)(6) 2019. All other information is unknown. Should additional relevant details become available; a supplemental report will be submitted.